Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a lower leg angiogram, access was gained with the needle, but the nitinol wire"did not feel right" after being stuck in the needle. Once the device was removed, it was noted that the tip of the wire had broken, but was still attached to the mandrel. The procedure was completed with another device. No adverse effects to the patient were reported as a result of this product problem.